Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the issue was not established as no product or logs were returned for analysis and limited clinical information was provided.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative reported that the patient did not have a history of ventricular fibrillation and confirmed that the impella device was not removed prematurely due to the reported issues. The sales representative also confirmed that no device is available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer. As no device is available, a device evaluation could not be performed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 82 year old male patient who had been admitted into medical center with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was on inotropes, vaspressors, and a vent for respiratory needs. The underlying medical history was not shared. The pump was supporting when on day 2 of the support there was new ventricular fibrillation (vf) which prompted cardioversion/multiple shocks. Additionally there was concern of hemolysis when the labs were hemolyzing and urine color changed. The team did not note any organ damage or intervention, and after the day+ of support the pump was weaned and explanted. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. Any history of electrophysiological conditions was not shared, nor was any definite relationship of the pump to the vf. Patient survived the pump explant.